Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 20 mg/dl at the time of the incident. The customer's blood glucose was 30 mg/dl at the time of hospitalization. The customer's blood glucose was 225 mg/dl at the time of call. The customer's mother stated that they drank a soda. The insulin pump will not be returned for analysis.